Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient had low lead impedance, noise, and over-sensing on the right ventricular lead. The leads were capped and replaced on (B)(6) 2018 during a routine device exchange. More information was requested but not provided.